Event description:
It was reported that prior to ICD prophylactic explant procedure, capture anomalies were noted on the right ventricular lead. Upon reviewing the fluoroscopy, it was noted that the lead did not appear to be extended. The physician attempted to deploy the lead but it was unsuccessful. The lead was capped and replaced on (B)(6) 2017. The patient remained stable before, during, and after the procedure and will continue to be monitored.